Event description:
A malfunction alarm with code malf 0 was reported, and there were no adverse impacts on the customer's blood glucose level. Customer technical support (cts) assisted the customer in resetting the pump for this malfunction, as it had not been reset in the last 24 hours. After resetting the pump, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any further issues arise.